Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3788, scs ipg, implant date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost therapy following a fall. An impedance check revealed high impedance on all contacts. As a result, the patient's lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Corrected data: (brand name) and (model number) were inadvertently omitted from the previous follow-up report, along with an additional concomitant medical product and therapy date: model: unknown, scs anchor, implant date: unknown.